Event description:
It was reported that during a procedure, the laser had low power. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the facility of the customer by a field service engineer (fse). The fse tested the near and far alignment, and the power from each cavity and found all are within the acceptable limit. The laser console passed full functional and electrical safety testing. The laser was observed during a case and the surgeon was satisfied with the console. Based on the information available, the reported clinical observation is not confirmed. A conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during a procedure, the laser had low power. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.